Manufacturer narrative:
Patient codes changed to thromboembolism & cerebral hemorrhage. Patient codes: death added.

Event description:
It was reported that patient experienced a serious injury. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a watchman laa closure device & delivery system (wds) were used. The procedure was successful and the closure device was implanted in the laa of the patient. The patient was doing fine following the procedure and was recovering in the lab. At a later time that day the patient experienced a spinal infarct, a brain bleed and paralysis. The patient is not expected to recover from this event and care has been withdrawn.

Event description:
It was reported that patient experienced a serious injury. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a watchman laa closure device & delivery system (wds) were used. The procedure was successful and the closure device was implanted in the laa of the patient. The patient was doing fine following the procedure and was recovering in the lab. At a later time that day the patient experienced a spinal infarct, a brain bleed and paralysis. The patient is not expected to recover from this event and care has been withdrawn.

Manufacturer narrative:
H6: patient codes changed to thromboembolism & cerebral hemorrhage.

Event description:
It was reported that patient experienced a serious injury. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a watchman laa closure device & delivery system (wds) were used. The procedure was successful and the closure device was implanted in the laa of the patient. The patient was doing fine following the procedure and was recovering in the lab. At a later time that day the patient experienced a spinal infarct, a brain bleed and paralysis. The patient is not expected to recover from this event and care has been withdrawn.